Event description:
It was reported that the device leaked gas. Another device was used to complete the procedure. No pt injuries were reported. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device investigation found that upon function testing, the device passed the leak test. There was no visible damage to the seal cap. The complaint could not be confirmed.